Event description:
A box of quick set has 10 boxes and, sometimes 5 work, sometimes 3 sets work and others don't. It's an out of box failure. Per caller when the infusion sets do not work, cannula doesn't work, her blood glucose goes up. Pt had numerous episodes of hyperglycemia per caller, when she called medtronic, they discouraged her to call FDA and said that all complaints are handled by medtronic. Pt gets her supply from neighborhood diabetes in (B)(6).